Event description:
Abbott diabetes care received a medwatch report reporting the following information regarding an abbott diabetes care (adc) device: the customer stated they received a letter from walmart stating that some of their sensors are defective and have been recalled. They checked all and found that one of the serial numbers is in the list. However, no serial number was provided. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.